Manufacturer narrative:
Investigation underway.

Event description:
It was reported a cot drop occurred with a patient onboard when traveling down the hospital hallway. It was alleged the operators sustained back injuries when attempting to catch the cot. No patient injury occurred.